Event description:
The customer reported a false positive architect total b-hcg result for a female patient. On (B)(6) 2022 the sample generated a b-hcg result of < 1.2 miu/ml. In conjunction with the b-hcg result and the physician performed a b-mode ultrasound procedure which indicated the fetus had stopped developing, therefore the clinical physician admitted the patient to the hospital for a dilation and curettage procedure on (B)(6) 2022. After the surgery, a new blood sample was taken and tested for b-hcg and generated a result of > 15000 miu/ml. The physician questioned this b-hcg result and thought it was too high. The customer retested the sample from (B)(6) 2022 and the result was still < 1.2 miu/ml, therefore was consistent with original. The sample from (B)(6) 2022 was retested and ordered an automatic dilution 1:15 and generated a result of 18475 miu/ml which was consistent with the undiluted result that was over the upper limit. The clinical physician believed the result of > 15000 miu/ml was inaccurate and inconsistent with the expectations after the dilation and curettage procedure. There was no adverse impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The tracking and trending were reviewed and did not identify any related trends for the product for the complaint. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median values (for the negative population) for the complaint lot(s) are within the established limits. The device history records were reviewed and did not identify any non-conformances or deviations associated with the likely cause lot(s) and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect total b-hcg reagent lot 31141ud02 was identified.